Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporting facility described the following event: doctor could not obtain a pressure reading following the insertion of an integral shunt system-(B)(4). The device was successfully revised with a like shunt that functioned as expected. No injury to pt occurred as a result of the event. Additional clinical info requested from the reporting facility.